Manufacturer narrative:
(B)(4). Upon return, the device will undergo detailed analysis to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the (B)(4) 2013 advisory population, but was added to the expanded population on (B)(4) 2014.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient was seen in-clinic for a routine scheduled device check. The device was interrogated and an alert#1003 was displayed. Ts was informed that the alert occurred in (B)(6) 2014. Ts suggested that this device should be replaced immediately. The local representative was planning to discuss this further with the physician. Boston scientific received information that this patient was scheduled for an in-clinic device check. Stored data from the device was obtained and was sent to boston scientific for analysis. Analysis confirmed that two low voltage alerts occurred in (B)(6) 2014 and (B)(6) 2014. The voltage is currently 2.931 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The patient has been scheduled for device replacement in two weeks. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident.

Event description:
Boston scientific received information that this device was received at boston scientific's return products department.